Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to both malfunctions: component failure of the distal end cover glass and component failure of the light guide (lg) bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the laparoscope, gynecologic device exhibited failure of the distal end cover glass and failure of the light guide bundle. There was no patient involvement.